Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and unexpected longevity was suspected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.